Event description:
It was reported there were symptoms of drainage and erythema at follow-up approx two weeks after lead placement. The symptoms were located at the surgical incision above the connector between the lead and extension devices. Findings from wound cultures obtained revealed staphylococcus aureus was the causative organism and partial system explant occurred in 2006. The pulse generator was removed, and based on the device tracking system, the extension product was replaced. The patient received treatment with IV antibiotics for three months; there was reported skin erosion of the lead (assume proximal connector location), and revision in 2007, replaced the extension product as indicated in device tracking. The patient completed treatment with antibiotics and subsequently developed skin erosion of the same area. The lead was explanted on the following month, (it was unknown if the extension product was also removed). Findings from x-ray exam and evaluation by respiratory therapy were "negative". The patient was discharged from the hospital one day after surgery; she was given supplemental oxygen prior to discharge to home. The patient was found unresponsive on two days later, and was transported to the ER for evaluation. A CT exam of the brain revealed a small hemorrhage along the tract of the explanted electrode "without significant mass effect". The patient subsequently suffered profound bradycardia and could not be revived. The hcp reported that the patient died due to an underlying illness; autopsy results revealed the cause of death was consistent with acute heart failure due to cardiomyopathy consistent with hypertensive cardiac disease. The patient's death was not attributed to the implanted system. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.